Event description:
It was reported in a survey response that the surgeon indicated that five (5) of his patients have experienced complications related to implants, instruments and/or procedure, including: nerve irritation/palsy, infection, implant loosening. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: unknown, proximal humeral, lot # unknown. Catalog #: unknown, humeral head, lot # unknown. Catalog #: unknown, stem, lot # unknown. Catalog #: unknown, intercalary, lot # unknown. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00984, 0001822565-2024-00986, 0001822565-2024-00987, and 0001822565-2024-00988.

Manufacturer narrative:
(B)(4). As the survey indicates, the surgeon performed total humeral replacements and distal humeral replacements. These issues could also involve an elbow. As such, we do not know which components were involved with which incident. This will be captured under one sub form for unknown srs. This will be reported on 0001822565-2024-00984.

Event description:
The issues reported, will be captured under one unknown srs subform.